Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a procedure, the temperature would not increase on the generator. The patient was already sedated and on the table when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one neurotherm rf generator was received for repair. The returned product functioned properly during the evaluation and no hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed.